Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process. Blood glucose reading was 94 mg/dl. Troubleshooting was performed. Advised that the site and or set could have had an occlusion. The customer still felt uncomfortable with the insulin pump. Advised that the reservoirs, infusion sets and insulin pump will be replaced. Nothing further reported.